Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator (epg) started up to an error code noting that the service file was corrupt and incoming test could not be performed due to the error. Analysis did not confirm lower potentiometer was broken. Analysis also noted that the main seal was bulging and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was encountered on the external pulse generator (epg) and the lower potentiometer was broken. The epg was returned for service. There was no patient involvement.